Manufacturer narrative:
The lot complaint history was reviewed, this is the fourth complaint for the finish goods lot; however, the first for this issue for this lot. The device history record shows the product was released per specifications. The cassette and component within the procedure pak were not returned, therefore the condition of the product could not be verified. The infiniti tray with an specimen cup containing liquid and a pack of eye spears in a pouch was returned. A note on the eye spears stated "received as a sample to compare if the foreign material came from the eye spears." The specimen cup was visually and microscopically examined and foreign material was observed. Microscopic examination shows a clear particle approximately 950um in length. The clear particle and material from an eye spear tip was isolated and analyzed using microscopic fourier transform infrared spectroscopy (micro ft-ir). The best spectral match was found to be polycarbonate, and does not appear to a good match for the eye spear material. Evaluation of the device could not be performed for this investigation. We were able to isolate a particle returned in a specimen cup but could not demonstrate or draw a conclusion where the origin of the particle was from without evaluation of the condition of the product. The root cause of the customer's complaint could not be conclusively determined with the information available. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Analysis of complaints of this nature confirm no unfavorable trend for this event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a fibrous foreign material in a patient's eye two days after a cataract surgery. The fibrous foreign material was removed with forceps. There seemed to be no inflammation observed in the patient's eye; particularly, the fibrous foreign material seemed like a broken piece of micro sponge or a sclera fragment, but did not seem to be the nucleus of lens. There's no patient harm. The sample is not available because it was discarded.